Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via merlin.net transmission. Patient was asymptomatic. Episodes were reviewed but noise could not be confirmed. The patient will be scheduled for follow up.